Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019. (B)(4). Device evaluation: the product was discarded; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number from the same customer. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was implanted in the patient's eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to residual refractive error. The replacement lens is a non-johnson & johnson lens. There was no complications, injury, or additional surgical intervention performed. The customer also indicated that the lens was discarded. Reportedly, patient is doing fine post-exchange. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4).